Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient was admitted on (B)(6) 2021 for further management of his driveline wound vac care management. On (B)(6) 2021 medication was changed from linezolid to doxy through (B)(6) 2021. No additional information was provided.

Event description:
It was reported that the patient was also experiencing hepatic dysfunction. The account reported that the patient¿s aspartate aminotransferase (ast) and alanine aminotransferase (alt) levels were both decreasing with a medication change, and that the patient was ultimately discharged on (B)(6) 2021. The patient¿s hepatic dysfunction was reported as resolved at this time. It was noted that antibiotics will be continued indefinitely.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system, serial number (B)(6), and the reported hepatic dysfunction could not be conclusively established through this evaluation. Additionally, a cause for the reported driveline infection could not be conclusively determined through this evaluation. The patient is ongoing on heartmate 3 left ventricular assist system, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) lists infection (driveline, localized, and pump pocket or pseudo pocket) and hepatic dysfunction as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Care instructions regarding preventing infection are included in several sections of the IFU, including in section 6 "patient care and management" (under "caution!", "caring for the driveline exit site", and "controlling infection"). Section 6 also provides suggested responses in the event of infection. The heartmate 3 lvas patient handbook provides care instructions regarding preventing infection in several sections, including section 4 ¿living with the heartmate 3¿ (under ¿caring for the driveline exit site¿). The patient handbook instructs the patient to call their hospital contact immediately if any signs of infection are noticed. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted on 09apr2021 for further management of his driveline wound vac care management. On (B)(6) 2021 medication was changed from linezolid to doxy through (B)(6) 2021. It was reported that the patient was discharged home on (B)(6) 2021 with a visiting nurse, doxycycline was continued indefinitely. No additional information was provided.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.